Event description:
Patient reported having high blood glucose on the day of the report. When patient tried to bolus insulin in the air, they saw no insulin exit the infusion set tubing, and no occlusion error was generated. Patient primed device and noticed insulin leaking around adapter. After changing infusion set tubing multiple times, the device primed ok.